Event description:
The customer reported via phone call that they were in a car accident while connected to the insulin pump. Customer stated the case was broken and the act and escape buttons were unresponsive as a result of the accident. The customer also reported their blood glucose was between 160 mg/dl and 200 mg/dl during the incident. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at display window corner, a scratched reservoir tube window and a stained end cap sticker.